Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was intermittently unresponsive and there was contamination under all keypad button contacts. Investigation also revealed that the display screen was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad cover was found to be torn over the ok button. During testing, the ok and contrast keypad buttons were found to be intermittently unresponsive. The up arrow and down arrow keypad buttons responded appropriately to button presses. The keypad cover was removed and the ok button contact was found to be inverted. There was evidence of contamination found under all keypad button contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. (B)(6).